Manufacturer narrative:
It was reported that a drill bit got stuck in the drill bit adaptor during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the drill bit adaptor is damaged and cannot be used anymore. The root cause of this event cannot be determined but the adaptor was damaged during use.

Event description:
At approximately 11am during rosa seeg case, adtech 2.4mm drill bit fused in 2.45 mm drill adaptor, serial number (B)(4). Surgeon removed adaptor from rosa instrument holder but was unable to separate drill bit. Instead, surgeon proceeded using a second 2.45 mm drill adaptor. Force was applied by resident to drill, drill bit, adaptor, instrument holder, and robotic arm. Vigilance device was not pressed, patient was anesthetized, incision was made, no clinical consequences, estimated time lost was 5 minutes.